Event description:
I had silicone implants placed and ever since then I have been seriously ill. I really do not know how there is no disclosure or more funding towards finding out exactly how toxic these are for someone, so people at least know what to expect and base their decision off that. If I had known I would be fighting for my life, I would have never gotten these. I have three small children. I have mysterious rashes, hair falling out, inflammation in my stomach, uterus, bladder, urinary tract, kidneys, my glands, gums, in between my ribs, and now my brain and spine are becoming affected. I keep getting infections everywhere including one that became so bad I was hospitalized for sepsis. I can no longer hold relationships, remember important events, I rarely get out of bed. I'm stuck living with the pain of inflammation, terrible joint pain, and fatigue all because I cannot afford the removal of these and can't even take pain medications because of my kidney involvement. I understand I chose to get the implants but I did not realize the risks that would come with them. I'm terrified for my life. I'm terrified my children will be left with no one. I pray you work on getting some type of report that doctors have to give to any woman inquiring about implants. My mother is also ill. She has always been generally healthy. She fell ill right before me. The thing we have in common is she had a mastectomy and her surgeon recommended she have silicone implants placed. Now we both have the same symptoms and only one thing in common. I have been told by three doctors to get them removed because they think it's causing a terrible effect on my immune system.